Event description:
It was reported that at the end of the infusion, 27ml remained in the bag, which did not coincide with what was programmed to be infused. This report addresses the administration set .there was no patient injury reported.

Manufacturer narrative:
One cadd administration set was received for evaluation in relation to the reported event. The returned sample was received in decontaminated condition without its original packaging. Visual and functional testing was performed and was unable to confirm or replicate the reported event. No visually discrepancies were detected, and accuracy testing successfully passed. Root cause was unable to be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.